Manufacturer narrative:
Device evaluation indicated that the ipg passed all tests performed. Current leakage tests verified no loss of electric current into the surrounding tissue. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient had discomfort at the pocket site since the patient was so thin. The patient underwent an explant of the ipg. No device malfunction was suspected.

Event description:
A report was received that the patient had discomfort at the pocket site since the patient was so thin. The patient underwent an explant of the ipg. No device malfunction was suspected.